Manufacturer narrative:
The reported event of no pacing and high impedance were not confirmed. The device was received from the field with battery voltage above the elective replacement indicator (eri) level. Electrical and mechanical evaluation performed under nominal settings indicated normal functionality. Further analysis of output parameters found normal pacing with all parameters within the normal range. Visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Additionally, the device was tested with various loads, and the pacer was able to detect and measure the lead impedance within the normal range. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during an implant, no pacing was observed on the pacemaker. The patient was dependent and experienced a short pause with a very low heart rate. Troubleshooting was performed but no pacing was still observed, and high out-of-range pacing impedance was noted. The device was replaced. There were no adverse health consequences, the patient was stable.